Event description:
Blood glucose results of "190mg/dl" with a lifescan meter and "90 mg/dl" on a laboratory device, performed within 10 minutes of each other. Between the tests, there was no intervention that would be expected to change the blood glucose.